Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device failed volumetric accuracy testing. Internal and external inspections were performed and passed. An evaluation of the device pneumatic system revealed the compressor is weak and takes a long time to build up pressure in pneumatic system. The cause of the failure was determined to be a weak compressor. Scrap the compressor. The device was sent to service.